Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. The device was disassembled and all internal connections were re-seated. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that the service indicator is present on their device and it would not complete the boot-up process. There was no patient use associated with the reported event.